Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed, in which the reservoir was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced pain, and reservoir migration with an ipp. The patient did not experience any additional adverse events and was currently recovering post surgery. No more information available at the moment. Should additional information become available, it will be provided.